Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
A nurse from the hospital, reported that "during a procedure, we observe black debris in the flexible portion of the screwdriver. Cleaning of the device with a compress." No delay and no adverse consequences reported by the customer.